Event description:
During routine inspection, customer found that the internal paddle handle assembly was physically damaged and had a broken pin at the connector. The reported failure would prevent the device from delivering energy through the internal paddle. There was no pt involvement with the reported issue.

Manufacturer narrative:
Physio-control provided customer technical assistance and the requested internal paddles handle assembly parts info to repair device. The removed assembly was not available for evaluation.